Event description:
I am using invisalign to correct some minor crowding in the front of my teeth. In march, 1 back tooth completely split down the middle, requiring an extraction and implant. On (B)(6) 2024 a molar behind that tooth cracked and I am going to the dentist tomorrow.